Manufacturer narrative:
Additional information: additional information was received reporting that the surgeon realized that the optic of the intraocular lens (iol) was cracked after insertion on (B)(6) 2023. Balanced salt solution (bss) with no additives was used at room temperature as cartridge lubricant. The average dwell time was less than two minutes. The issue was not due to use error. The lens was fully inserted and then removed and replaced in the same procedure. The procedure was completed successfully with another johnson and johnson iol (same model and diopter). There was no patient injury and no additional medical or surgical intervention was required. No further information was provided. The following fields have been updated accordingly: section b3: date of event: jun 26, 2023. Section d6a: if implanted, give date: not applicable, as the lens was removed and replaced in the same procedure. Section d6b: if explanted, give date: not applicable, as the lens was removed and replaced in the same procedure. Section h6: health effect - impact code: code 4631 - more complex surgery. Correction: based on the additional information received, the originally reported impact code "2199 - no health consequences or impact" should be code "4631 - more complex surgery" to capture removal and replacement. Therefore this supplemental report is being submitted to capture this correction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was cracked/damaged. No further information was provided.